Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and high ketones on (B)(6) 2022. The customer¿s blood glucose level was 800 mg/dl at time of incident. The current blood glucose level was 160 mg/dl. Customer was transient ischemic attack. Customer tested ketones high. Customer experienced symptoms such as vomiting. Troubleshooting was not performed. The customer will continue to use the device.